Event description:
The customer reported that the armband of the non invasive blood pressure was still blocked on pressure during 4 hours on a patient arm, the patient had a blue arm but no dismemberment.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.